Event description:
Patient with pseudo tumor cerebri who had a revision of a lumboperitoneal shunt, developed increasing headaches and blurred vision within two weeks. Admitted for complete replacement of shunt due to shunt malfunction.